Event description:
Baxter healthcare corp, 1430 waukegan rd, mcgaw park, il 60085-6787. Based on the info provided in the medwatch report and on info from the rptr, we have determined that this event is not reportable under the medical device reporting regulations.